Event description:
Air leaking from cuff.

Manufacturer narrative:
The defect caused the patient to have a delay in the intubation procedure. There was no patient injury. Intubation was hindered which delays in establishing a protected airway. Which increases the risk to the patient. Based on the reported information the criteria for reporting an adverse event have been met.

Manufacturer narrative:
The defect caused the patient to have a delay in the intubation procedure. There was no patient injury. Intubation was hindered which delays in establishing a protected airway. Which increases the risk to the patient. Based on the reported information the criteria for reporting an adverse event have been met. Complaint history for this product reviewed. There is one other complaint for this product in the last 24 months. Issue does not appear to be trending but will continue to be monitored. Reusable devices . Risk(ra-47): r25: cuff loses pressure due to cuff having pin hole/leaky bonds, s=6, o=2 for an rpn = 12. Rpn < 25 therefore risk is acceptable.

Event description:
Air leaking from cuff.